Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 554 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. Customer states the cannula is bent. The customer did not return the insulin pump back for analysis.